Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the distal superficial femoral artery, during post dilatation, the agiltrac balloon ruptured at 8 atmospheres. The device was completely removed without incident and there was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.